Manufacturer narrative:
The na unit of measurement used was mmol/l.

Manufacturer narrative:
The field service engineer (fse) found a piece of the reagent probe seal was missing; the fse replaced the missing piece. Calibrations and qc were acceptable. The investigation determined the issue identified by the fse was the cause of the event.

Manufacturer narrative:
Na.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for sodium (na) on a cobas 6000 c (501) module. Note: the unit of measure was not provided. Sample number (B)(6) initial result was 160. The repeat from the same instrument was 145. The repeat from a different module was 145. Sample number (B)(6) initial result was 134. The repeat from the same instrument was 141. Sample number (B)(6) initial result was 126. The repeat from the same instrument was 87. The repeat from a different module was 145. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.